Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure the seal on the heartstring iii proximal system 3.8mm was incorrectly and incompletely loaded (rolled). A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hosp reported that during a coronary artery bypass procedure, the hs iii proximal seal system 3.8mm was found to be rolled incorrectly and unraveled, a replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. Blood was not observed in the delivery tube. The slide lock was disengaged. The plunger was fully depressed on the delivery device. The delivery device was returned inside the loader. The seal and tension spring assembly remained inside the delivery device. The seal was delaminated and deformed inside the delivery tube. It was observed ed that the delivery tube was displaced from its' original position in the handle approximately 0.25 in. The handle was inspected and tool marks were observed between the handle halves. The portion of the press fit handle that houses the tube had been moved apart approximately 2 millimeters. Based upon the received condition of the device, the reported complaint for failure to load was unable to b e confirmed. The device was returned in a condition precluding proper evaluation of the device and cannot be evaluated against existing product specifications. (B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).